Manufacturer narrative:
Rhee tm, et al., ¿predictors and long-term clinical outcome of longitudinal stent deformation insights from pooled analysis of korean multicenter drug-eluting stent cohort,¿ circulation. Cardiovascular interventions 2017: 10(11). Event date: 2010 ¿ 2011. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same journal article as MDR# 2134265-2017-12137, 2134265-2017-12138, 2134265-2017-12139, 2134265-2017-12140, 2134265-2017-12141, 2134265-2017-12142, 2134265-2017-12456, and 2134265-2017-12601. (B)(6). It was reported via journal article that post deployment longitudinal stent deformation (lsd) occurred. The target lesion was located in the proximal left anterior descending artery. A 4.0x28mm promus element stent was deployed. Following side branch stenting and balloon angioplasty, lsd was noted. Quantitative coronary angiography (qca) was performed to analyze the difference in stent length between immediate post-deployment and final post-procedure. The patient was discharged on aspirin and clopidogrel. This study sought to evaluate the predictors of lsd and its long-term clinical implication. The study concluded that lsd is mainly associated with procedural factors, especially with additional downstream procedures which require the passage of devices through the stent. Careful manipulation of post stent imaging or procedural devices is required to prevent lsd.